Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the customer through the reset process, after which the error code did not reappear, and the customer successfully started their sensor session.